Event description:
As reported by our european affiliate, approximately six years after the implantation of a 26mm sapien valve, echo revealed the valve to be highly calcified, with moderate central regurgitation. A valve-in-valve with a 26mm transcatheter valve was performed.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis and central regurgitation are potential adverse event associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the aortic stenosis, reported valve calcification, and resulting central regurgitation could not be confirmed. The valve calcification could have been due to the progression of pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.